Event description:
Per the clinic, the patient was placed under a general anaesthetic on (B)(6) 2021, in order to explant the device. The reason for explant is unknown, and additional information has been requested but has not been made available as of the date of this report.

Event description:
It was reported the patient also experienced an infection due to the exposed magnet (previously reported).

Event description:
It was reported that the patient was treated with oral and IV antibiotics (date and duration not reported).

Event description:
Per the audiologist, the reason for explantation was due to the magnet being exposed and opened to the air.